Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted that the reload was partially fired. The sled component was located halfway through the knife channel. Subflush staple pushers were noted. Functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, on the resection of the colon tumor, there was poor staple formation, the radial recharge did not fire fully, the staple line was incomplete centrally and the tissue was revised and another recharge was used to complete the case. The surgical time was extended by thirty minutes or more due to the product problem and the event lead to or extended the patient¿s hospitalization for four days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.